Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported the customer received an occlusion alarm. The affect on customer's blood glucose was unknown. Troubleshooting with tandem technical support performed a system check and found the infusion set site needed to be changed. Customer has discontinued use of insulin pump at this time and has returned to mdi (multiple daily injections). Infusion set information was not provided.